Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012; inratio: 1.8; lab: 3.54. Pt's therapeutic range is 2.0-3.0. Tests done 20 minutes apart from each other.

Manufacturer narrative:
Investigation pending.